Event description:
A peripheral transluminal angioplasty ("pta") catheter was used to perform aortic isthmus stenosis on a pt. The balloon burst at an unspecified pressure crosswire. It is unknown whether the balloon was inflated beyond its maximum rated burst pressure. The surgeon was able to remove parts of device through the catheter. The other parts were removed surgically. The pt is doing fine.